Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's sensor glucose was 98 mg/dl and blood glucose was 241 mg/dl. After troubleshooting, customer will not be returning the sensor for analysis.